Manufacturer narrative:
The device was returned to olympus for inspection. The device inspection found because the generator board had a failure, the error log displayed error code e433 which was not reproduced during inspection. Based on the results of the investigation, the most probable cause of the issue is traced to the device. However, the definitive root cause of reported issue could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the generator exhibited display of error code e433 in error log. There was no patient involvement.